Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. The device was found to be within expected longevity estimations.

Event description:
It was reported that the device was explanted due to premature eri.